Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal fentanyl and morphine (unknown concentrations and doses) via an implanted pump for non-malignant pain. It was reported that the patient's pump was refilled on (B)(6) 2024 and when the patient went home the pump was still beeping. The agent asked and the caller confirmed that the pump had reached a low reservoir status prior to refill and the clinician tablets had recently been updated to the 2.0 software. They reviewed how to silence the current alarm. The patient was not in the clinic at the time of the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.